Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 04-apr-2018 with the following findings: during investigation, the pump was powered on with a clear and audible alarm. The pump cover was opened and there was no evidence of moisture or damage to the piezo circuit. The original complaint of a quiet audio issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an audio tone/vibration (quiet sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.